Event description:
The manufacturers field service engineer reported the 3 station solenoid and sensor pcb board were replaced to address the vent inop inhalation autozero failure. The service engineer was unable to duplicate the oxygen valve stuck closed occurrence. The service engineer replaced the oxygen valve as a precaution to address the finding. The service engineer was unable to duplicate the software restart. The service engineer replaced the cpu pcb board as a precaution to address the finding. Applicable final testing was completed and passed to operating specifications.

Event description:
While performing service to the ventilator, the manufacturers service technician reported the device diagnostic log history noted separate occurrences of vent inop inhalation autozero failure and software restart, and oxygen valve stuck closed. The customer did not report the occurrences to the manufacturer previous to the service or at the time of its occurrence. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs while in use. Completion of service of the device is in progress.

Manufacturer narrative:
Completion of service in progress.